Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the threshold on the right ventricular (rv) lead started to rise around the time that the patient had coronaropathy bypass graft surgery. The lead had no sensing in bipolar and no pacing in unipolar and bipolar. The physician attempted to reposition the lead, but was unsuccessful. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the lead was returned and analyzed and no anomalies were found. However, the outer insulation was cut. There was apparent explant damage.